Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. Mwr-04102019-0000549181 submitted for adverse event which occurred on (B)(6) 2019. Mwr-04102019-0000549185 submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced pain and discomfort following surgery. It was reported that the patient underwent mesh removal on (B)(6) 2019 due to mesh eventration. No additional information was provided.